Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the conquest 40 pta balloon. It was reported that prior to the procedure, the packaging allegedly have water damage. It was further reported that the water mark is below the sterile package line. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned, two electronic photos were provided for review. The photos show a portion of a conquest 40 inner sterile packaging. The proximal end of the device can be seen in the packaging, and the packaging appears to be sealed. Slight staining appearing to be liquid damage can be seen on the top end of the packaging. Therefore, the investigation is confirmed for the reported liquid damage to the packaging. The definitive source or root cause of the liquid damage could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), d4 (medical device lot number, medical device expiration date, unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent an angioplasty procedure using the conquest 40 pta. It was reported that prior to the procedure which allegedly have water damage. It was further reported that the water mark is below the sterile package line. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D2b (dqy; lit). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.